Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 9 years 8 months post implant of this 27mm bioprosthetic valve in the aortic position, the valve was removed and replaced with another 27mm bioprosthetic valve. The reason for replacement was reported as "old age". No additional adverse patient effects were reported.